Event description:
It was reported that the patient presented to emergency not feeling good. The physician reviewed episodes from the device. No episodes were seen from that day, however several vt episodes from the last months were noted where some atp therapies were not efficient. One episode showed that after the first high voltage shock, the patient's rhythm returned to sinus. In another episode, the second atp accelerated the arrhythmia to the vf zone and a high voltage shock was delivered. In another episode, atp therapies were delivered without success. The emergency room physician did not know the patients history and did not want to make any changes to the device. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.